Event description:
It was reported that it appears the patient is doing fine as there was no further updates.

Event description:
The patient's lead product information was obtained.

Event description:
It was reported that during initial implant surgery on (B)(6) 2014, the surgeon ¿nicked¿ an unspecified artery. The artery was repaired and the entire system was implanted.